Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient had been having problems with his stimulator since (B)(6) 2013. It was noted that the patient was getting ¿feelings of high frequency electronics going up and down his back. It was noted that since the patient recharged on (B)(6) 2013, the ¿bad feeling came back.¿ it was noted that this meant the back pain came back. It was further noted that after the manufacturing representative did the ¿last work, it was working perfectly, it was great.¿ it was noted that the patient had contacted a manufacturing representative after (B)(6) 2013. It was noted that the patient¿s wife saw the screen with the exclamation point and an empty implantable neurostimulator (ins) battery when attempting to sync the programmer with the ins. It was noted that the batteries were changed in the patient programmer and they got the same result. It was noted that the ¿charging took quite a bit of time and if it had run through the charge, then there was a problem.¿

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).